Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed, because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR for the fossa component was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item# 24-6563, lot# 858430b. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 expiration date d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00174. Concomitant medical products: tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 858530c. Tmj system left fossa component, small, part# 24-6563, lot# 858430b. Unknown screws, part# unk, lot# unk.

Event description:
It was reported the patient underwent a revision on the left side eight (8) months following implantation of bilateral temporomandibular joint prostheses. Attempts have been made and no further information has been provided.